Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not accept multiple cartridges during the load sequence. The contact declined troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.